Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device shut off intermittently when attempting to charge defib energy above 100 joules. The complainant indicated that there was no patient involvement in the reported malfunction.